Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info that beginning in (B)(6) 2010, the pt experienced changing stimulation patterns. The device was interrogated and impedances were found to be >10,000 ohms. A revision was scheduled. Add'l info has been requested and if received a follow up report will be sent.